Event description:
It was reported that the device was explanted after implant duration of zero days, due to an failed ring repair. No other details provided. Info learned from operative report.

Manufacturer narrative:
Device not returned.